Event description:
The patient was placed on a servo u ventilator at approximately 12:00. The machine seemed to function as expected until approximately 13:30, when an audible and visible alarm reading "fio2 high". At that time, the set fio2 was 25%, measured fio2 was reading approximately 35%. The exhaled tidal volumes at that time were measured at 4.5 ml. The respiratory therapist removed the patient from the ventilator and began manual ventilation, while another respiratory therapist repeated the pre-use check on the servo u, in order to recalibrate the internal oxygen analyzer. After this intervention, the machine seemed to function as expected until approximately 20:00. At this time, the "fio2 high" alarm began to sound again. During this alarm, the measured fio2 was again approximately 10% higher than the set fio2, which was 32%. The exhaled tidal volumes were 6 ml. The respiratory therapist decided to switch to a different ventilator. A new servo u was placed on the patient and seemed to function as expected until approximately 23:45, when the "fio2 high" alarm began to sound. At this time, the set fio2 was at 40% and the measured fio2 was again over 10% higher than the set fio2. The measured tidal volumes at this time were 5.5 ml. The respiratory therapist decided to change out the ventilator to the former platform (servo I). There were no continued issues with the "fio2 high" alarm or discrepancies between the set and measured fio2 once the patient was transitioned to the servo I. Passover humidification water for inhalation via a fisher and paykel heater were running through the vent circuit.